Manufacturer narrative:
Customer problem was duplicated. Running three accuracy tests, the pump was found to be over or under delivering to the manufacturing specifications. Recommend expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range.

Event description:
It was reported that cadd legacy pump was over-infusing. No patient in jury was reported.